Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a tracheostomy tube was placed on a patient and completed inflation. Shortly thereafter, the cuff pressure gauge indicated insufficient pressure. Inflation continued, but it never got full. The device was immediately replaced and functioned correctly. No injuries were sustained, and no action was taken.